Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charge-coupled device (r-unit) was broken, resulting in inadequate resolution, and the protector for the video cable section was cut. A root cause could not be identified. Based on the investigation results, a definitive cause for the reported event could not be determined, and the reportable additional findings were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the rigid video laparoscope had error e216 (scope communication error code). There were no reports of patient harm.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - hospital (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.